Event description:
It was reported that the customer's insulin pump was exposed to moisture. The customer also reported a battery out limit alarm. Customer's blood glucose level at the time 169mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. No unexpected battery out limit alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump had minor scratches on the display window. No unexpected vibration or audio alarms were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).